Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic cardiac procedure. Reportedly, the suture came out of the artery. The proglide footplate lever was closed with resistance noted; the device became stuck. The proglide device was pried out the anatomy and damaged the artery. The device was found separated between the metal and black plastic portion of the proglide yet held together with the actuator wire. The device was completely removed from the anatomy. During transportation to the operating room to repair the artery, manual compression and a femostop were applied. After removal of femostop, prior to surgery, sixty more minutes of manual compression were applied and a clot was noticed. A thrombectomy was performed. Surgical suturing was used to repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure. Reportedly, hospitalization was prolonged due to multiple patient comorbidities and not due to the proglide device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Malposition/ failure to deploy the suture (suture pulled out of the artery) was not confirmed based on the condition of the returned device. The foot retraction issue could not be tested due to the returned device condition. Difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The proglide device was removed against resistance from the anatomy. It should be noted that the electronic perclose proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects of hemorrhage, thrombosis and vascular injury (tissue damage) are potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.